Manufacturer narrative:
(B)(4).

Event description:
It was reported that "deflux syringe that broke. The patient was under anesthesia, and the procedure could continue using a 2nd syringe without waking up the patient. Deflux metal needle was used. The indication for use was sui in a female patient. No injuries or consequences reported." The picture shared by the customer shows the flange of the syringe broken.